Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The power distribution pcb (printed circuit board) and the host module were replaced. The software was reinstalled. The system was then tested and met all product specs. Visual eval of the returned host module did not reveal any nonconformity. The power distribution pcb has not been received to date. The host module was tested and it was found there was a nonconforming component at location q4. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause was attributed to a nonconforming component in the host module. (B)(4).

Event description:
A biomedical engineer reported when the unit was powered up, the screen went blank. Add'l info was received from the operating room manager reporting, contrary to the initial report, the event occurred in the middle of a case. The staff attempted to troubleshoot the system but was unsuccessful. A second system was brought in and the case was completed. There was no pt harm reported.